Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-140, lot #: 0945158, expiration date: 04/01/2015, date of implantation: (B)(6) 2010, date of explantation: (B)(6) 2014, device manufacture date: 04/2010. There were no deviations reported in the DHR for part no. 400-140 lot 0945158. The DHR for part no. 400-262 lot 091015/0436 note that (B)(4) our of the (B)(4) pieces were discarded; all released parts were within specification. Visual examination confirms marks on the components are consistent with removal, and insignificant wear.

Event description:
Star total ankle replacement tibial component was replaced due to a posterior/lateral bone formation around the implant. Bone was removed and sliding core mobile bearing was up-sized.